Manufacturer narrative:
Additional information was received on december 4, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on december 5, 2021. Device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 300cc mentor siltex round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.